Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets leaked at the connection to a non-baxter needless connector. This was observed during use. Proper connection of retracting the collar and inserting the stem (of the male luer) into the needleless connector was observed. The nurse changed the needleless connector and the leaking stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - this lot was manufactured between 01/20/2025 - 01/21/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.